Manufacturer narrative:
MDR 3003442380-2024-02442 - device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates it was reported that patient faced an issue with more than ten infusion set tubing was leaking at site. The blood glucose level was 250 mg/dl at the time of incident. The infusion set was in use for one to two days. The patient replaced infusion set and resumed insulin successfully. No further information available.